Manufacturer narrative:
Although requested, the electronic log files from the AED have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A distributor reported that a customer's AED would not power on with a dbp-1400 battery pack serial number (B)(6). They reported that the AED would power on with another battery pack. They also reported this did not occur during patient use.